Event description:
It was reported that the patient has not been able to speak since his implant surgery and reports occasional hard time swallowing food. The device had not yet been turned on. Information was then received that per the physician the patient has vocal cord paresis, and the dysphagia was caused by vns surgery. The physician believes the issue will subside with time. No further relevant information has been received to date.